Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR reports: 1627487-2013-02160 and 02161. It was reported the pt no longer felt effective bladder stimulation. Reprogramming efforts have been unsuccessful at resolving the issue. It was reported the physician ordered a fluoroscopy to evaluate the leads and discuss treatment options. No further info is available at this time.